Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited tip probe fixing screws peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the device has not been returned to the quality department in the shirakawa factory, detail condition of the actual device cannot be confirmed. Therefore, based on the obtained information from the investigation result, presumed cause could not be identified. Olympus will continue to monitor field performance for this device.